Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endometriosis, after approximately 40 minutes, the tweezers pointed "error" (red light). They believed it was the battery being replaced once. After another test in the cavity, there was a breaking of the active tip. The tip of the device broke off and fell into patient's cavity. The tip was recovered without any intervention or x-ray. There was no patient injury.